Manufacturer narrative:
Sections with additional information as of 27-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 114mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is 5/19/2020. The meter memory was not reviewed for previous test result history.